Manufacturer narrative:
No parts have been returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). The surgeon was having difficulty verifying one of their straight suctions. It had a distance to divot value of 3.0 they swapped to another straight suction, and that verified immediately. There was a reported delay of less than one hour and no reported impact to patient outcome. After the case the surgeon tested the two suctions. The suction that did not verify was now verifying and the suction that was verifying was now returning a divot reading of >3. The report is on the first suction that was used.

Manufacturer narrative:
Additional information: additional review of the returned part found that the suction failed the divot test and that the tip was not physically damaged or dented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The suction was returned for analysis. Functional testing found that the suction was damaged and was unable to be verified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received. It was noted by a representative that this issue was caused by the suction being bent. If information is provided in the future, a supplemental report will be issued.